Event description:
History of atrial unipolar lead impedance warning noted. See lead trends. Device appears to be undersensing on atrial lead. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).